Manufacturer narrative:
H6: investigation summary a sample was not available for investigation, however information provided from the customer indicates that an occlusion was identified during use of a smartsite product. The material and lot number of the affected product were not provided to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular feedback. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ tubing was clogged. This occurred on 8 occasions. The following information was provided by the initial reporter: also, can I ask regarding the smartsite I have 8 boxes that have been returned to me as the end user is saying that the steps that are to be followed do not work so do not want to use them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that unspecified bd¿ tubing was clogged. This occurred on 8 occasions. The following information was provided by the initial reporter: also, can I ask regarding the smartsite I have 8 boxes that have been returned to me as the end user is saying that the steps that are to be followed do not work so do not want to use them.